Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material deformation was confirmed. It was noted that there was stretching and bunching on the inner member and outer member. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, factors that could contribute to failure to advance include, but are not limited to, interaction with anatomy, inadequate support during advancement, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. The reported material deformation appears to be related to operational context of the procedure as it is likely the repeated attempts to cross the lesion due to the failure to advance caused the reported material deformation and procedural delay. The stretching and bunching on the inner member is likely due to handling and/or manipulation of the device during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a lesion with heavy tortuosity and heavy calcification in the left anterior descending (lad) coronary artery. A 2.25 x 12 mm xience xpedition stent delivery system (sds) failed to cross the lesion, multiple attempts were made but were unsuccessful. The sds was removed and the distal end of the stent struts were noted to be damaged. The account reported there was a significant delay in the procedure because of the several unsuccessful attempts to cross the lesion. There was no further attempt made to treat the patient due a concern with the contrast volume and radiation dose to the patient. No additional information was provided.